Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient had charging problems. The patient had an appointment scheduled for (B)(6) and wanted a manufacturer's representative (rep) to be there to make adjustments to their stimulator. No patient symptoms were reported.

Event description:
The consumer reported that there was difficulty charging the implantable neurostimulator (ins) and it could take her 2.5 hours to charge her ins half full. In addition, the patient had new back issues and back surgery; the back surgery was due to the spine deteriorating and vertebrae moving in opposite directions. Since the back surgery, the patient found it really uncomfortable to charge. It was also reported that due to ins placement, the ins pushed up on the insr when she sat down. It was noted that the patient had three inss implanted all in her back, under the lumbar region. It was also reported that it was difficult to connect with the insr to charge the ins.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.